Event description:
Litigation papers allege the patient experiences popping in the right hip that can be heard and felt; when she moves from a sitting to a standing position it is extremely difficult and she feels extreme pain. She also has hip/groin pain that is chronic and causes her to miss work and wakes her up at night. At times the pain is severe, radiating into the lower back and groin and making her feel like her leg is going to collapse. Due to the pain, she periodically uses crutches. She has inflammation in her body which is painful and affects her ability to enjoy life. She walks with a limp. In addition, she has high levels of chromium and cobalt in her body.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update** (B)(4) 2013 - sales rep reported patient underwent revision of right hip due to unknown reasons. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.